Event description:
Ous MDR - patient was supposed to be internally cardioverted with the ICD. After that the ICD could no longer be interrogated, and it also did not deliver any more backup pacing. It is unknown what has caused this. Device was returned for analysis.

Manufacturer narrative:
After its receipt, the ICD was first visually inspected. The abrasion and sparkover traces were detected on the ICD housing. The dot-shaped site of locally melted titanium indicates a sparkover during a shock delivery between the housing and the hv-1 conductor of the lead. In agreement with the clinical observation, interrogation of the ICD was not possible. The housing of the ICD was therefore opened, and the internal structure was examined. During the inspection of the electronic module, damage to the final shock stages was found. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces at the housing. The damage to the final shock stage resulted in a high current that led to discharge of the battery and thus to the clinical observation. This damage manifestation indicates a lead insulation damaged by abrasion at the housing. This does not constitute a device malfunction.